Manufacturer narrative:
Event is still under investigation.

Manufacturer narrative:
A review of complaint history, documentation, instructions for use (IFU), quality control, trends, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The customer returned one chest tube with the hub separated from the shaft. The hub was attached to another drainage tube of unknown origin. The other tube is not a cook device it is assumed to be the "atrium" as described in the customer statement. The hub was removed from the other returned drainage tube with minimal force. The hub was visually inspected. There was blood and biomaterial inside the hub, but there were no noted cracks or defects in the hub. Next we inspected the chest tube. There was a significant amount of dried blood and other biomaterial in the distal end of the chest tube. There was a suture left on the outside of the chest tube between the 11 cm and 12 cm marking on the tube. There was also medical tape about 2.5-4.0 cm from the proximal end of the chest tube where the hub would have been attached. There was no noticeable damage or defect in the chest tube where the hub would have attached. Due to the amount of biomaterial on both the hub and shaft, we were unable to verify fit of the hub and shaft. The shaft measured approximately 8 mm od, but the measurement was difficult, again due to dried blood and biomaterial the hub is molded to the shaft. Based on information provided by both the customer and product management, and the inspection of the returned device we are unable to draw a conclusion about the root cause of the failure. The device is supplied with instructions for use, which describes the appropriate uses, warnings and precautions, and placement techniques. We have notified appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The thai chest tube was in the pt for 10 days. The end of the chest tube that connects to the atrium was separating and it was not allowing air into the patient's lungs. The tube was removed and replaced with another thai-quick chest tube. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence. No additional info has been provided.